Manufacturer narrative:
H3, h6: it was reported that the patient had primary implantation in 1991 (unknown if s+n components were used) and revised for first time on (B)(6) 2004 where s+n components were implanted. Then, a second revision was performed due to unknown reasons where the stem and head were exchanged. The following report describes the performed investigations for the second revision surgery and the reported slr integr rev stem with ti/ha 5 non-cem (article no.: 75002818; lot no.: 0110.13.4694), which intent use is in treatment. To date no further information about the indication/reason for the need of this revision surgery was provided. Furthermore the specific article was not returned for investigation. The production records were reviewed. The batch in scope was manufactured back in august 2001. No deviations were found in the corresponding batch record. Neither for the batch number nor for the specific article number an additional complaint was recorded. The risk of an adverse event without identified device or use problem is covered in our current risk file. In our instruction for use for hip implants several indications are mentioned which could lead to a revision surgery. All documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. At that time no conclusion for the occurred failure can be made. A relationship between the reported event and the device cannot be confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. No probable cause can be determined. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. The root cause can not be established and no device problem is found. Should additional information get available in future, this case will be re-assessed. S+n will monitor this device for similar issues.

Manufacturer narrative:
H3, h6: it was reported that the patient had primary implantation in 1991 (unknown if s+n components were used) and revised for first time on (B)(6) 2004 where s+n components were implanted. Then, a second revision was performed due to unknown reasons where the stem and head were exchanged. The following report describes the performed investigations for the second revision surgery and the reported unknown slr plus stem size 5, which intent use is in treatment. To date no further information about the specific article type, batch number or indication/reason for the need of this revision surgery was provided. Furthermore the specific article was not returned for investigation. A thorough investigation, like medical investigation, batch record or complaint review, could therefore not be performed. The risk of an adverse event without identified device or use problem is covered in our current risk file. In our instruction for use for hip implants [lit. 12.23, ed. 05/16] several indications are mentioned which could lead to a revision surgery. At that time no conclusion for the occurred failure can be made. The root cause can not be established and no findings are available. Should additional information get available in future, this case will be re-assessed. S+n will monitor this device for similar issues.

Event description:
It was reported that the patient had primary implantation in 1991 (unknown if s+n components were used) and revised for first time on (B)(6) 2004 where s+n components were implanted. Then, a second revision was performed on these components where they changed the slr size 5 stem (case-(B)(4)) and ceramic ball head 32 m (case-(B)(4)) to slr size 6 and ceramic head 32l.